Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced stoma site pain, which did not decrease after taking paracetamol tablets. On (B)(6) 2018, the patient was hospitalized due to the pain, and an x-ray was performed which confirmed correct peg-j tube placement. The patient was sent home with citodon tablets and papaverine for pain. The patient was also taking paracetamol and ipren for pain. On (B)(6) 2018, the patient returned to the hospital due to increased pain. Another x-ray was performed which showed the peg-j tubes were still correctly placed. The patient had high infection parameters, pain, and free gas in the abdomen. The patient was prescribed an unknown antibiotic and unknown pain medication and was hospitalized for observation. On (B)(6) 2018, the peg-j tubing was removed due to a severe infection in the abdomen and pain. The patient was hospitalized until (B)(6) 2018.

Manufacturer narrative:
Reference record (B)(4). Additional information in event.

Event description:
On (B)(6)2019, the patient went to the hospital for stomach pain and was sent home. On (B)(6)2019 , fluid and pus came out of previous stoma site. The patient was hospitalized and 4 abscesses in the abdomen were discovered, which were treated with an unknown antibiotic. The abscesses were drained. On(B)(6)2019 , the patient was diagnosed with fluid in the pleura and received a pleural drain. The patient was then treated with intravenous (IV) tazocin (piperacillin + tazobactam).